Event description:
It was reported that pump did not charge properly and required customer to wiggle charging cord for pump to charge. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, and no additional information was received regarding the outcome of the event.